Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay corrected and additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Evaluation of the shell with cluster holes shows the locking ring partially popped out from the shell and also shows scratches inside the shell. Dimensional analysis of the locking ring found no deviations from the print specifications. Groove width of the shell is accepted by using a width groove gage. Review of the device history records for reported components identified no deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after impaction of the acetabular cup, the locking ring was displaced. Attempts to correct the position of the locking ring were unsuccessful. Another acetabular cup was used to complete the procedure without a significant delay.